Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged. The rv lead was revised and remains in use. There was difficulty repositioning the ra lead during revision and the ra lead was ultimately replaced. No patient complications have been reported as a result of this event.